Manufacturer narrative:
The glucose reagent lot number was 674271. The expiration date was not provided. The field service engineer (fse) found that the rinse tubing was degraded. The fse replaced the rinse tubing. The investigation determined that the cause of the event was degraded rinse tubing. The fse did a performance check and the instrument was performing within specifications. Calibration and qc were performed and they were acceptable. The service actions resolved the issue. No further issue was reported afterwards.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with glucose assay on a cobas 8000 cobas c701 analyzer. Initial result: 35 mg/dl repeat result: 92 mg/dl.